Manufacturer narrative:
Based upon the inquiry info received, the visual examination and the functional test, no conclusion could be reached as to what may have caused the reported incident. It could not be ascertained as to where or when the staples had been fired. It should be noted that adequate inspection and control points exist in the mfg line along with a laser vision inspection system that detects missing staples and empty instruments. Co strives to understand each incident as it occurs in order to continuously improve co's products. It should be noted that stringent inspection and control points exist in the mfg line along with a laser inspection system that detects missing staples and empty instruments. The staples loading process was received and demonstrated a very high degree or feliability.

Event description:
The device was used during a total colectomy procedure. It was reported by the affiliate that the surgeon used the device for a rectal stump. The surgeon reported leakage after releasing the device. There was no staples around the tissues. The surgeon created a purse-string by suture and the anastomosis was created with circular stapler. There was no patient consequence.